Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable). Planned explant for (B)(6) 2018. The explant has not been confirmed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 +23.5 diopter intraocular lens (iol) was implanted in the patient's left eye on (B)(6) 2018. Reportedly, the lens decentered and the patient had the iol exchange scheduled for (B)(6) 2018. The patient had decreased visual acuity. The patient reported symptoms on (B)(6) 2018. The replacement lens is required to be of a different model and diopter (za9003, 23.0d) no additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Additional information was received from the customer as follows: the explant took place on (B)(6) 2018. The patient was doing fine when discharged the incision was enlarged during the replacement. A vitrectomy was performed. Sutures were required. The explanted lens is not available for investigation. Visual acuity pre-op (pre-initial implant): 20/150-1 (with correction) visual acuity post-op (post-initial implant): 20/25 visual acuity post-op (post-replacement): 20/30-1 treatment or prescription given by the doctor outside of the normal post-operative treatment: (besivance/lotemax gel/prolensa). The following fields have been updated as follows: if explanted; give date: (B)(6) 2018. Reason for non-evaluation: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted